Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode did not convert the patient during defibrillation threshold (dft) testing at implant. The electrode was repositioned down several centimeters and the procedure was completed. Subsequently, the system exhibited t-wave oversensing that resulted in delivery of an inappropriate shock. The patient was suspected to have a potential bundle branch block. Technical services (ts) discussed troubleshooting options. The primary sensing vector was reprogrammed from alternate to secondary. Additional information was received that two additional inappropriate shocks were delivered due to t-wave oversensing while the patient was mowing the lawn. Technical services (ts) discussed the option of changing the programmed sensing vector to primary. No adverse patient effects were reported. This device remains in service. It was reported that an inappropriate shock was delivered with the device programmed to primary sensing vector due to ongoing t-wave oversensing. Additionally, high shock impedance measurements of 129 ohms were observed following shock delivery. Technical services (ts) discussed potential troubleshooting options. The field representative noted that the physician was considering system explant and replacement. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that a system explant procedure was planned, however, had to be cancelled. The patient will be rescheduled for a system replacement procedure on an unknown future date. The physician plans to implant a transvenous implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode did not convert the patient during defibrillation threshold (dft) testing at implant. The electrode was repositioned down several centimeters and the procedure was completed. Subsequently, the system exhibited t-wave oversensing that resulted in delivery of an inappropriate shock. The patient was suspected to have a potential bundle branch block. Technical services (ts) discussed troubleshooting options. The primary sensing vector was reprogrammed from alternate to secondary. Additional information was received that two additional inappropriate shocks were delivered due to t-wave oversensing while the patient was mowing the lawn. Technical services (ts) discussed the option of changing the programmed sensing vector to primary. No adverse patient effects were reported. This device remains in service. It was reported that an inappropriate shock was delivered with the device programmed to primary sensing vector due to ongoing t-wave oversensing. Additionally, high shock impedance measurements of 129 ohms were observed following shock delivery. Technical services (ts) discussed potential troubleshooting options. The field representative noted that the physician was considering system explant and replacement. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that a system explant procedure was planned, however, had to be cancelled. The patient will be rescheduled for a system replacement procedure on an unknown future date. The physician plans to implant a transvenous implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode did not convert the patient during defibrillation threshold (dft) testing at implant. The electrode was repositioned down several centimeters and the procedure was completed. Subsequently, the system exhibited t-wave oversensing that resulted in delivery of an inappropriate shock. The patient was suspected to have a potential bundle branch block. Technical services (ts) discussed troubleshooting options. The primary sensing vector was reprogrammed from alternate to secondary. Additional information was received that two additional inappropriate shocks were delivered due to t-wave oversensing while the patient was mowing the lawn. Technical services (ts) discussed the option of changing the programmed sensing vector to primary. No adverse patient effects were reported. This device remains in service. It was reported that an inappropriate shock was delivered with the device programmed to primary sensing vector due to ongoing t-wave oversensing. Additionally, high shock impedance measurements of 129 ohms were observed following shock delivery. Technical services (ts) discussed potential troubleshooting options. The field representative noted that the physician was considering system explant and replacement. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode did not convert the patient during defibrillation threshold (dft) testing at implant. The electrode was repositioned down several centimeters and the procedure was completed. Subsequently, the system exhibited t-wave oversensing that resulted in delivery of an inappropriate shock. The patient was suspected to have a potential bundle branch block. Technical services (ts) discussed troubleshooting options. The primary sensing vector was reprogrammed from alternate to secondary. Additional information was received that two additional inappropriate shocks were delivered due to t-wave oversensing while the patient was mowing the lawn. Technical services (ts) discussed the option of changing the programmed sensing vector to primary. No adverse patient effects were reported. This device remains in service. It was reported that an inappropriate shock was delivered with the device programmed to primary sensing vector due to ongoing t-wave oversensing. Additionally, high shock impedance measurements of 129 ohms were observed following shock delivery. Technical services (ts) discussed potential troubleshooting options. The field representative noted that the physician was considering system explant and replacement. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that a system explant procedure was planned, however, had to be cancelled. The patient will be rescheduled for a system replacement procedure on an unknown future date. The physician plans to implant a transvenous implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode did not convert the patient during defibrillation threshold (dft) testing at implant. The electrode was repositioned down several centimeters and the procedure was completed. Subsequently, the system exhibited t-wave oversensing that resulted in delivery of an inappropriate shock. The patient was suspected to have a potential bundle branch block. Technical services (ts) discussed troubleshooting options. The primary sensing vector was reprogrammed from alternate to secondary. Additional information was received that two additional inappropriate shocks were delivered due to t-wave oversensing while the patient was mowing the lawn. Technical services (ts) discussed the option of changing the programmed sensing vector to primary. No adverse patient effects were reported. This device remains in service.